Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that in-stent restenosis (isr) occurred. A promus premier¿ stent was implanted and two months post procedure, it was noted that there was an in-stent restenosis of the previously placed stent. No further patient complications were reported.